Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-08644. Follow up information identified the issue resolved on its own without intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2018-08644. It was reported the patient had an intracranial hemorrhage. Ten days post-surgery the patient reported immediate onset of dizziness and difficulty speaking. Upon scanning a surface bleed was seen that tracked down the lead, and had created a thalamotomy effect. The patient was admitted for observation and has shown significant improvement. There is no intervention planned at this time.